Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "abscess", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported a clinical study patient was injected with harmonyca¿ lidocaine and hydryalix deep lidocaine into the forearm. Patient would later have a planned biopsy following injection as part of the study protocol. Patient later experienced headache with redness and pus at the biopsy area, deemed not device related. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) . This emdr is being submitted for hydryalix deep lidocaine.